Event description:
A female hospitalized pt experienced a seizure-like reaction on 8/31/06 where she felt lighthheaded and dizzy, then became unresponsive and rigid -baseline: bp 124/62; 8/31: bp 64/37 at 0530, bp 83/46 at 0543-. The pt has a history of chronic seizure disorder, and acute pancreatitis. The nurse had noted swelling and redness 30 mins prior to a scheduled medication administration; as a result, no medications were administered. The pt received 500ml ns; anzemet 125mg x1; methylprednisolone 125mg IV and benadryl 25mg IV for swelling and redness. The pt's bp improved and returned to baseline -bp 124/62 at 0556, bp 140/70 at 0604. The pt reportedly felt better, and was placed back on d5ns IV fluids. By 0915, the pt experienced itching, agitation, and hives; the pt was given atarax -dose unk-. The pt subsequently improved after IV fluids were discontinued and after being placed on latex- free isolation.